Event description:
It was reported that a hip revision was performed on this patient after she had a primary spectron/tandem hip done, two weeks prior. The tandem and cocr femoral head was extracted and replaced. The patient dislocated after the primary surgery due to contractions, she is spastic.

Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The medical investigation concluded that it was communicated that this patient¿s issues were caused by her ¿contractures and spasticity¿ and not a prosthesis failure. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual devices involved our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.